Event description:
Overdelivery due to user misprogramming of drug concentration and container size reported. The pump was set to deliver a 1 mg/ml concentration of meperidine, pca dose of 10 mg with a 10 minute lockout, a bolus limt and a 50 ml IV container with meperidine 50 mg/ml. The pharmacist states the bag was clearly labeled, and she had discussed with a nurse on the phone that the container held a concentration of 50 mg/ml. The device was incorrectly programmed, as noted above, with a concentration of 1 mg/ml and a container size of 50 mg. After programming the device, a bolus was requested while the nurse was in the room. When the pump kept infusing past what she expected to be a 1 ml delivery, the nurse stopped the infusion. The actual delivered bolus was approx 80 mg. The pt became drowsy and received one dose of narcan to preclude any adverse effects. She did well, and there was no report of any adverse sequelae.

Manufacturer narrative:
The pump's history log revealed the program was 1 mg/ml, 10 mg bolus, 6 minute lockout, and the container was set at 50mg. A bolus delivery was stopped at 19:29 after infusing 1.6mb. An infusion test with above protocol infused within system accuracy, % error was -1.46. The pharmacist at the facility reported the concentration was supposed to have been programmed for 50mg/ml.